Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. According to the intuitive surgical, inc. (Isi) field service engineer (fse), the e-200 generator faulted out twice during the procedure. Each time, the e-200 generator required a restart in order to continue using it. After the e-200 generator was restarted a second time, the backup e-200 generator was brought into the room and plugged in at the same time the primary e-200 was restarting. This triggered the system to detect both primary and backup e-200 units powering up at the same time, and eventually a non-recoverable fault was triggered. The surgeon opted to convert to traditional laparoscopic surgery. The system was restarted with the backup e-200 generator connected, and the fault did not return. Multiple procedures were completed afterward with no e-200 generator faults when using the backup e-200 generator. The fse ordered and replaced the primary e-200 unit. The system was verified as ready for use.

Event description:
It was reported that during a da vinci-assisted appendectomy procedure, the case was converted to traditional laparoscopy due to a non-recoverable fault. Midway through the procedure, the e-200 generator started having intermittent errors resulting in the cautery working infrequently. The customer had rebooted the e-200 generator but the fault returned. It was suggested to use the backup e-200 generator to utilize for the remainder of the procedure. While the primary e-200 generator was working during set up of the back up generator, the surgeon continued with the procedure. The appendix was stapled successfully and while taking down adhesions along the mesentery, anticipated bleeding occurred. The e-200 generator stopped producing energy and a non-recoverable fault occurred while the back up generator was being powered on. A full system restart was recommended and anticipated to take approximately 2-3 minutes in total. The surgeon chose to convert to a traditional laparoscopic approach to address the bleeding and to keep visualization of the bleeding. The estimated blood loss volume associated with the event is unknown. The surgeon explained that if he had waited for the system to restart, the anticipated blood loss could have resulted in a major bleeding event. The bleeding was able to be addressed with cautery via laparoscopic instruments and the procedure was completed laparoscopically. The patient is recovering well and was discharged home the same day.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the e-200 associated with this complaint. Failure analysis confirmed the reported event, but did not replicate it. The unit was installed on an in-house system, programmed to the customer software, and powered on into normal mode with no errors present. A monopolar curved scissor instrument was installed with cut/coag set to 35w on the e-200. Energy emission and the effect on the test sponge was normal. The system was power cycled and hard power cycled with no errors or issues. A review of the logs revealed there were related system errors, and a nonrecoverable fault to have occurred during the surgical procedure that could have contributed to the reported event.

Event description:
Refer to h10/h11 for follow-up information.